Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind; the problem was isolated to mother board. Unable to perform displacement test due to motion sensor test failure alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.